Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. During the onsite inspection, the medtronic representative reported that when testing the instrument after the case, the straight suction was able to verify and track fine. No issues were found.

Event description:
A medtronic representative reported that the site had registered the patient twice and were accurate on the skin, but when entering the nose during the case, there was an inaccuracy. The site had a good tracing pattern and the exam quality was fine. The medtronic representative arrived and re-traced the patient but was having difficulty verifying the straight suction; it had a higher distance to divot. The site was eventually able to verify the straight suction, but it was again off by 1mm. The site then brought other instruments into the field which were accurate, but the suction wasn't. The physician took into account the inaccuracy and proceeded with the surgery. There was no patient impact reported and the delay in surgery was less than an hour.